Event description:
It was reported that the implant was 3/4 of an inch proud and would not seat in the metaphasi. A 5 stem was opened, but it fell below the cortical rim not providing enough neck length for the patient. Since it did not provide the surgeon with the desired result, another 5.5 accolade plus was opened and it seated properly.